Event description:
It was reported that customer was hospitalized for dka. Customer may have scar tissue in insertion areas. Troubleshooting performed and pump passed lead screw test. Unable to perform high pressures test due to the fact that husband did not have tubing clamp. Husband stated that he will call back to complete troubleshooting.